Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.

Event description:
The customer advised the tubes underfilled to 3ml instead of 3.5 ml. Customer used straight needle.